Event description:
It was reported the device could not be interrogated. Placing a magnet over the device resulted in no response. The device was replaced and returned with an additional report of 'no pulse generator artefacts'. No patient complications have been reported as a result of this event.

Event description:
It was reported the device can not be interrogated. Placing a magnet over the device resulted in no response. The device was replaced and returned, with an additional report of 'no pulse generator artefacts'. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed a no output and no telemetry condition. The no output and no telemetry condition was caused by a depleted battery. The depleted battery was the result of high current leakage in a tantalum capacitor used to filter battery voltage.